Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter with no original packaging or other devices. There were numerous hypotube kinks. The balloon was deflated, as-received. An inflation device filled with water was used to inflate the device to nominal pressure of 6atm to measure balloon to markerband alignment. The markerband to balloon body/cone transition and balloon length (outside edge to outside edge of markerbands) was measured. The distal markerband to distal balloon body/cone transition, the proximal markerband to proximal balloon body/cone transition, and the balloon length were measured and all measurements were within specification. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon appeared longer outside the radiopaque marker. A 3.50mmx12mm emerge¿ balloon catheter was advanced to treat the lesion. During inflation, it was noted via angiography that the balloon appeared to be 3-5mm past the radiopaque markers. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that balloon appeared longer outside the radiopaque marker. A 3.50mmx12mm emerge¿ balloon catheter was advanced to treat the lesion. During inflation, it was noted via angiography that the balloon appeared to be 3-5mm past the radiopaque markers. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).